Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that pyxis medstation es system was experiencing issues with multiple pockets failing to recover. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that multiple pockets did not recover. A field service engineer replaced drawer due to non replaceable parts. The system functioned as intended after the field service engineer troubleshooted the device.